Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 243 mg/dl. The customer did not observe any significant events leading to the alarm, stating that she was very careful with the insulin pump. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime test and excessive no delivery test. The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The motor was tested outside of the device and passed. The unit was received with a cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and a broken belt clip slot.